Manufacturer narrative:
Upon investigation of the issue, a technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a etl (extract, transform, load) process was delayed, resulting in the report data not being current. The customer stated that the malfunction took place when the user tried to dispense medication to the patient and it was impacting the patient care. There were no adverse events or injuries reported based on this event.